Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.

Event description:
It was reported that this pacemaker and non-boston scientific leads were part of a system explant due to endocarditis, infection and vegetation. Available information indicates that no new system was implanted. No additional adverse patient effects were reported. This device was retained by the hospital.